Manufacturer narrative:
(B) (4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that during a colectomy, some bleeding was seen even though an end tone, indicating a completed seal cycle, was heard. There was no pt injury. This occurred with another device in the same surgery which can be found on MFR report # 1717344-2010-00190.